Event description:
During a laparoscopic nephrectomy, an attempt was made to use a covidien/autosuture stapler. When that device failed, a second covidien/autosuture stapler was opened and failed. A third covidien/autosuture stapler was opened and worked. The surgical staff including the scrub technician and surgeon is experienced with the use of these staplers. According to the incident report, the patient suffered no untoward effects from the malfunction of the covidien/autosuture staplers.